Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred three months ago.